Manufacturer narrative:
Investigation summary: one photo and one sample were provided for evaluation. Both show that the plunger rod has embedded black specks on the ribs and thumb press. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8165825 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8165825 during this production run.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had foreign material in the inner plastic barrel and plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd 60ml syringe luer-lok¿ tip had foreign material in the inner plastic barrel and plunger.